Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The defects reported by the customer has been verified and repaired using the measures listed in the "proof of repair". Mechanical upgrade performed. Unit is not calibrated correctly. Motor defective: replaced. Caused by a corroded motor. There was a short circuit in the cable, defective motor cable replaced. Keypad faulty: replaced. Keyboard pcb replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test according to iec 60601-1 completed. Functional test according to test procedure completed. Safety test checklist enclosed. The device has been repaired. A possible root cause for the defects found during service could not be determined at this time. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on march 28, 2013 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. Furthermore, a review of the depuy synthes mitek complaints system revealed one similar complaint for this serialized device. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).

Event description:
It was reported that the micro handpiece was defective with no other information available. The problem was discovered pre-operatively, therefore no surgical delay or patient harm.